Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, there was not found a probable cause for the reportable event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited outer tube is damaged and therefore the dielectric strength is inadequate, the heater flex board of the insertion section and the light guide bundle of the video cable section are broken.there was no patient involvement.